Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that he had partial display and the buttons on the pump were not responding. The customer¿s blood glucose level was 168 mg/dl. The customer reported that he received failed battery alarm which was resolved during call. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No missing segments on display noted. It was received with operating currents within specifications and the device was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. The device was received with cracked case at display window corners, display window, cracked belt clip slot, minor scratched display window and case.